Event description:
Although gloves were "powder free" there were some white residue on the gloves. A health care worker who's got a documented latex allergy stated they cause the worker to have a rash. Rptr contacted MFR and discussed it with the product mgr. They went to evaluate the gloves - new to hosp's inventory. Product mgr believes the residue is calcium carbonate related to chemicals used to MFR. The member's reaction may be a chemical one.